Event description:
It was reported that the customer was hospitalized with nausea, ketones and high blood glucose of 14.5mmol/l; the customer was treated with 4.0 units through manual injections of novorapid. It was stated that the insulin pump was delivering the correct amount of insulin and the self test passed. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.